Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral breast reduction; superior pedicle, using a full vertical and horizontal t incision. Two pieces of galaflex were used and cut in an elliptical shape. Concomitant procedure was liposuction of axilla. On (B)(6) 2016, left breast infection (mrsa) was reported. Patient was treated with IV antibiotic (daptomycin, for approx. 3 weeks) and other medications (keflex, doxycycline, vicopaste). Review of medical affairs identified that the infection is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of left breast infection. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. In regards to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Not returned - remains implanted.